Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a clinical study for herpes zoster conducted from (B)(6) 2021, 10 clinical study cases experienced csf during lead explant, which resolved after applying pressure dressing at the puncture site for 30 minutes, with no further leakage. 2 cases developed masticatory muscle weakness after electrode removal, which gradually recovered following masticatory muscle function exercises. Patients were usually advised to lie flat after the explant.